Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient faced an unexpected blood glucose level of 72 mmol/l. Patient was found unconscious and taken to the hospital. At the time the patient was found he was connected to the pump and the insulin cartridge was empty and the battery was drained. Customer was in intensive care for 2 days and in the hospital for a total of one week. Ketones were measured at a level of 6-7. Treatment received at the hospital is unknown. The patient was unable to provide details of the event. It is unknown how long the patient was unconscious before receiving treatment. The infusion device was returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.